Manufacturer narrative:
The explanted device was not returned to bsn. It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was experiencing pain and burning sensation at the ipg site and was admitted to the hospital. It was also reported that the patient had a non-device related accident and stated that after the accident, the ipg was moving inside the site and anytime the stimulation was turned on, the patient had a strong shocking sensation from the battery. It was believed that the patient¿s symptoms were possibly device related. The patient underwent a revision procedure wherein the ipg was replaced and the burning in the pocket site seemed resolved.

Manufacturer narrative:
Additional information was received that the physician thought that the pain at the pocket site was caused by the car accident. The physician was not sure if the symptoms were from the device or from the accident and was not sure if device malfunction was suspected. The patient was reportedly doing well postoperatively.

Event description:
A report was received that the patient was experiencing pain and burning sensation at the ipg site and was admitted to the hospital. It was also reported that the patient had a non-device related accident and stated that after the accident, the ipg was moving inside the site and anytime the stimulation was turned on, the patient had a strong shocking sensation from the battery. It was believed that the patient's symptoms were possibly device related. The patient underwent a revision procedure wherein the ipg was replaced and the burning in the pocket site seemed resolved.

Manufacturer narrative:
Other # field is populated with the di number. Additional suspect medical device component involved in the event: model #: sc-2218-70 serial #: (B)(4) description: linear st lead, 70cm

Event description:
A report was received that the patient was experiencing pain and burning sensation at the ipg site and was admitted to the hospital. It was also reported that the patient had a non-device related accident and stated that after the accident, the ipg was moving inside the site and anytime the stimulation was turned on, the patient had a strong shocking sensation from the battery. It was believed that the patient's symptoms were possibly device related. The patient underwent a revision procedure wherein the ipg was replaced and the burning in the pocket site seemed resolved.